Manufacturer narrative:
.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the proximal right coronary artery (rca), where there was a complete total occlusion. The lesion was mildly calcified, severely tortuous, with a 100% stenosis. The physician predilated the lesion with a 2.5x20mm maverick2 balloon to 10 atms for 10 seconds three times. Then the physician implanted a 3.50x28mm taxus liberte stent in the proximal rca. Next, the physician attempted to deliver a 4.00x32mm taxus express2 drug eluting stent in the middle rca but was unable to place the stent due to the length of the lesion and the tortuosity of the vessel. When the physician withdrew the stent it was noted that the stent was "deformed." The physician successfully implanted a 3.50x16mm taxus liberte stent and a 4.00x28mm taxus express2 stent at the lesion. A 3.00x20mm taxus liberte stent was implanted to cover the distal part of the lesion. No patient complications were reported and the patient condition is listed as stable.